Event description:
It was reported to philips that fluoroscopy intermittently failed, requiring a hard reboot on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service tested the system and identified the root cause linked to the power supply and mpdu. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).